Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). B2: adverse event report is being submitted due seeking medical attention. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were returned - test strips expired, unable to test. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 31-jan-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 07-feb-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer reported feeling dizzy, dry mouth and feeling wobbly. Customer advised that she has not eaten all day. Medical attention was not needed at the time of the call. Customer advised that on new years eve she was having symptoms of high blood glucose, and her husband took her to the hospital. Customer did not disclose the result of her blood glucose test when her husband drove her to the hospital. The diagnosis was high blood glucose. Customer advised that she was given insulin shots every 4 hours while she was in the hospital. Customer advised that she was admitted and was in the hospital for 2 1/2 days and was discharged and advised to follow up with her pcp. Customer was not discharged with any additional medications. During the call, a back to back blood test was not performed by the customer. The test strips are expired: manufacturer¿s expiration date is 10/21/2022; open vial date and storage were not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history. Customer advised that because meter was giving hi, she went out and purchased another meter (internal report reference number (B)(4).